Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report no button response on the insulin pump. The customer then stated, he was taken to the ER for a low blood glucose reading below 20 mg/dl. The customer stated he was shaking, sweating and was dehydrated. The customer stated this was his third visit in six days, and he stated he goes to the hospital an average of twice per month. Troubleshooting was not possible as the buttons were not responding.